Manufacturer narrative:
Insulin pump monitored for several days. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, cracked battery tube threads and corroded battery tube. The test infusion set and reservoir does not lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had weak battery alarm and was able to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.